Manufacturer narrative:
Philips investigated this complaint and, according to the additional information collected, the system malfunctioned during an angio procedure. The procedure was completed as planned. A philips field service engineer (fse) examined the system on-site and confirmed the stand and aperture could not move. The log file analysis performed by the fse identified 1spc engine controller as defective. The fse replaced the advanced motion control (amc) triple servo drive to resolve the issue. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm and apertures could not be moved. There was no reported patient or user harm. Philips has started an investigation of this complaint.